Event description:
The reporter contacted lifescan alleging that the pt's fast take meter read inaccurately. In 2005, lifescan spoke with the reporter to obtain/verify info. The pt has had diabetes for 6 yrs. She tests her blood glucose irregularly. She currently takes 4 pills of apo-gyburide and 4 pills of novometformin each day. She had been on metformin for the past 3 months. The reporter believed the pt's dr adjusted her medication based on the verbal blood glucose readings the pt reported during dr visits. The pt believed the reported meter had been reading high for "a long time" (approx 1 yr). The pt obtained results she interpreted to be 25.0 to 30.0 mmol/l; these readings were likely 250 to 300 mg/dl. She was afraid to eat anything and lost 35 pounds over the last year. She said sometomes she was afraid and did not take her pills; she was not able to provide specific times when she did not follow her medication regimen. In recent wks she experienced night sweating, she did not test her blood glucose or treat herself and slept through the night on these occasions. In 2005 she did test herself after experiencing one of the night sweating episodes and obtained a normal blood glucose result of 99 mg/dl, which she interpreted to be 99 mmol/l (converts to 1,782 mg/dl); the pt was apparently unaware that the meter reads "hi" with results >33.3 mmol/l and that a blood glucose level of 99 mmol/l is extremely high and would indicate severe hyperglycemia. She tested with her brother's meter and obtained a result of 20.0 mmol/l(converts to 360 mg/dl); the time interval between the readings was not provided. At that point, the same day, the pt asked her friend to contact lifescan regarding the meter. During troubleshooting, the lifescan customer care rep determined that the meter was set to mg/dl instead of mmol/l. The ccr walked the reporter through resetting the meter units of measurement. The pt did not know that the meter could read in either mmol/l or mg/dl. She did not know if the meter was set in mmol/l to begin with or if she accidently changed the meter units of measurement setting. The case is reported as a product malfunction because the pt did not recall changing the meter units of measurement. There is no indication of adverse event (no readings on the reported meter indicated a serious injury).